Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for over 48 hours. The device was returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.